Manufacturer narrative:
Received one device. Visual inspection found no damage related to customer concern. The customer complaint confirmed through, latch lock test and occlusion test. Replaced latch lock mechanism and sensor. Performed calibration. Performed performance verification tests (pvt). Unit pass all testing criteria. Software updated. Unit reset to standard configuration. Service history review identified there was no indication that the complaint was related to a service of the device within the review period.

Event description:
It was reported that the device started alarming 'cassette unlock lock cassette' when the device is locked on the set. Previous RMA#: (B)(4). The event occurred during testing. There was no patient involvement.